Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. The patient was using two pads per day. The physician decided to downsize the cuff from a 4.5 cm cuff to a 4.0 cm cuff. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.